Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case slipped off the customer's clothing causing the infusion set to be pulled out multiple times. The customer's blood glucose was in the 300's mg/dl. The customer loaded a new cartridge, applied a new infusion set, and resumed insulin delivery.